Event description:
Caller reports that, during a correlation study, the following coaguchek s / coaguchek xs results were obtained: patient #1: 4.0 inr / 5.4 inr. Patient #2: 1.7 inr / 2.2 inr. Patient #1 coumadin adjusted based on device results. No adverse event reported. Requested return of suspect system and replacement sent.

Manufacturer narrative:
Patient #2: atrial fibrillation. Medications: coumadin, 3mg/day, 4 days; 2mg/day, 3 days. No treatment given based on device results. No adverse event reported. This medwatch is for suspect device in coaguchek s system. Reference medwatch with (B)(4) for suspect device in coaguchek xs system.